Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305856. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study (CAPA (B)(4) to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "when the patient was admitted to the department, the intravenous access was established according to the doctor's advice. After the intravenous injection, the patient was given a static push according to the doctor's advice. Just after the injection, it was found that the y-type side hole of the intravenous needle showed blood, which was immediately pulled out and re-punctured."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "when the patient was admitted to the department, the intravenous access was established according to the doctor's advice. After the intravenous injection, the patient was given a static push according to the doctor's advice. Just after the injection, it was found that the y-type side hole of the intravenous needle showed blood, which was immediately pulled out and re-punctured."